Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was sent multiple rechargers over the past year+. The recharger would connect, but then would only charge for 10 seconds until it disconnected. Their device was replaced as planned on (B)(6) 2025. They also reported a worsening of baseline symptoms of urge incontinence. They confirmed the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for the past couple of months it has been taking longer and longer to charge the implant, said that it takes 3 hours instead of the usual 1.5 hours. Patient said that the recharger will find the implant for less than minute and then it disconnects and starts beeping again. When asked, patient said hasn't noticed any physical changes to the implant site. With instruction, patient attempted to start a recharge session and after a few seconds, the same thing happened. Patient confirmed that can feel the implant in their hand. Patient reset the recharging device however that didn't resolve the issue. The issue was not resolved through troubleshooting. Replacement request was sent to the repair department to replace the device. Patient mentioned that received a replacement recharging system in the past for the same issue. Additional information was received from the patient on 2025-feb-18. They reported that they had received a wireless recharger but the same thing is happening where the recharger connects and then disconnects. Caller reset the recharger and that did not resolve the issue. Patient states the past couple months taking longer to charge ins and then was shocked. Patient was redirected to healthcare provider (hcp).

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was continuing to have the same issue with replacement recharger where the recharger will connect, they examined the pocket site but the rep wasn't at that appointment. The caller stated the healthcare provider (hcp) inquired if there was any issues with this specific recharger serial number. The agent reviewed that they weren't aware of any specific issues with and that since patient had this issue in the past, it may be something with patient's anatomy, ins placement, pocket site, etc. The caller stated that the patient doesn't want the rechargeable system anymore and was scheduled for replacement to non-rechargeable on (B)(6)2025.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.